Event description:
Describe the unusual occurrence: pt was smoking. Bed frame, foam matt, o2 kit tubing and concentrator caught on fire. Reference reports: mw5144672, mw5144673. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).